Event description:
New information received notes that loss of capture was also noted on the leads.

Event description:
It was reported that a patient presented with dislodgement noted on the patient's right atrial and right ventricular leads. No electrical malfunction was reported and the dislodgment was noted via x-ray imaging. The leads were explanted and replaced on (B)(6) 2025. The patient was stable throughout.